Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that at implant, this right atrial (ra) lead exhibited placement difficulties & high pacing thresholds. The physician repositioned the lead several times, until helix was jammed by tissue and lead had removal difficulties. The lead was removed and replaced prior pocket closure. No adverse patient effects were reported.